Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had their scs ipg replaced because it has reached end of life. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.